Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system (dxc 600i) generated high value for troponin I level 1 quality control. Customer reported that the dxc 600i gave ind ("ind" = the result is at the low end of the analyte concentration curve. The result cannot be distinguished from a system failure because the relative light unit reading or the concentration is too low) flags for levels 2 and 3. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical support (cts) troubleshot the issue with the customer via the telephone. Cts advised the customer to unload the reagent pack from the dx 600i system and reload the pack on the customer's alternative access 2 instrument. The alternative access 2 indicated that the reagent pack had previously been loaded on the alternative access 2 instrument. Bec reagent pack loading guide indicates in pertinent part as follows: 'reloading partial packs: do not reload a partially used pack unless it is from the same instrument or from another instrument in the same access 2 workgroup. If a partial pack is loaded on different instrument, it will be treated as if it is full pack and invalid results can occur.'

Manufacturer narrative:
(B)(4).